Event description:
Information received indicates a customer had primed the bpx-80, leaving no air, and turned the unit off. Prior to going on bypass, he turned the unit on again, and noted while handing table lines up to the surgical field that the bpx-80 was filed with air. The bpx-80 was very hot to the touch. The unit was changed out with no patient involvement.

Manufacturer narrative:
H3 analysis: a visual analysis of the returned device showed no outward signs of damage or abnormalities. The unit was tested with positive pressure, vacuum pressure, and circulating fluid. During all testing, no air entered the bpx-80 and there were no leaks, vibrations or unusual noises. The temperature of fluid after 40 minutes of circulation was found to be 37 degress c (not overheated). The uint appears to be mechanically functional. Conclusion: we were not able to duplicate the reported event, and can draw no conclusions as to a possible cause. The event occurred during prime, with no reported patient involvement.